Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2026, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to the bicortical screw backing out. No other patient outcomes were reported as a result of this event. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although the most likely cause cannot be determined based on the available information, it is possible that initial placement of the screw and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2026, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to the bicortical screw backing out. No other patient outcomes were reported as a result of this event.